Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06 october 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. On (B)(6) 2015 the patient underwent an arthroscopy. The patient was then revised to address pain. According to the medical records upon revision synovitis and swelling was also encountered. There is no new information that would change the existing MDR decision. The complaint was updated on: 27/10/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 31 august 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision scratching was evident on the femoral and tibial articular surfaces. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 09/28/2015.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The knee was revised due to extensive metallosis throughout the joint plus osteolysis beneath the medial femoral condyle.